Manufacturer narrative:
Instability is a known side effect listed in the information for prescribers. The investigation of this incident has not yet been completed. Insightec has made reasonable efforts to provide as much relevant information as available to the company in the submission date of this report. The efforts in obtaining this information are still in process. Any required fields that are left unpopulated are blank because the information is currently unknown or unavailable. This report will be updated following investigation finalization and any data that is made available will be added in this update.

Event description:
Following treatment with focused ultrasound for essential tremor on the left side for a right hand tremor, the patient experienced instability. This persisted for one month after the treatment but has slightly improved.